Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. The patient underwent a pocket revision procedure and the physician added a suture to ipg pocket. No device malfunction was suspected. The patient was doing well postoperatively.